Manufacturer narrative:
The customer stated they suspect hemolyzed samples. The customer stated they replaced the measurement cartridge and checked the instrument functions. The controls were ok and other samples from other patients were ok. The cause for the discordant results is unknown.

Event description:
The customer reported discordant potassium results on one patient, the same day, different samples on the same rp 500 analyzer. There was no reported injury due to this event.